Manufacturer narrative:
Preliminary analysis suggests a lead issue or a lead/device connection issue.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2016 with a volta 1cr65 lead without problems. On (B)(6) 2017, the volta lead was explanted due to oversensing detected as vf and impedances less than 200 ohms. The physician met some difficulties to extract the lead, reportedly after 20 turns, the fixation was not retracted, so the physician turned the lead body. The lead was explanted without any complications.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2016 with a volta 1cr65 lead without problems. On (B)(6) 2017, the volta lead was explanted due to oversensing detected as vf and impedances less than 200 ohms. The physician met some difficulties to extract the lead, reportedly after 20 turns, the fixation was not retracted, so the physician turned the lead body. The lead was explanted without any complications.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2016 with a volta 1cr65 lead without problems. On (B)(6) 2017, the volta lead was explanted due to oversensing detected as vf and impedances < 200 ohms. The physician met some difficulties to extract the lead, reportedly after 20 turns, the fixation was not retracted, so the physician turned the lead body. The lead was explanted without any complications.